Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was over 543 mg/dl and corrected with insulin pump. Customer reported quick set are releasing when don¿t want them to, when she go the restroom, when it gets brushed on something, quick set will get released. Customer reported that last night quick set disconnected and when she woke up her blood glucose was 258 mg/dl and she corrected with a bolus. Customer did not know it was that high until she started feeling bad. Customer declined to performed high blood glucose troubleshoot. The insulin pump will not be returned for analysis.